Event description:
The patient's performance reportedly has decreased. In january 2005, the patient was seen at the center for eval. External equipment was exchanged. However, the pt did not respond to sound. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.